Manufacturer narrative:
The face mask instructions for use include the following warnings: the mask assembly contains magnets. Some medical devices may be affected by magnetic fields. The magnetic clips in this mask should be kept at least 6 inches (approx. 15.24 cm) away from any active medical device with special attention to implanted devices such as pacemakers, defibrillators and cochlear implants. Do not use in or near magnetic resonance imaging (MRI) equipment. Keep unassembled magnetic headgear clips out of reach of children. In case of accidental swallowing, seek medical assistance immediately. Not returned to manufacturer.

Event description:
The manufacturer received information on a social media website from an end user's wife alleging the philip's mask with magnets interfered with her husband's pacemaker and defibrillator. There is no information as to who is using the mask. There was no report of serious patient harm or injury. There was no report of medical intervention. There is no information about which type of mask is being used. No patient contact information is available. No product will be returned for investigation. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.